Event description:
As reported by the (B)(6) study registry, a patient medical history of prior throat cancer, myelodysplastic syndrome, hypertension, dyslipidemia, stroke and transient ischemic attacks, experienced amaurosis fugax with left visual field loss post radiation treatment. Patient target lesion was the ostium of the left internal carotid artery that presented mild ulcerated calcification, arch type ii and a 70-80% artery stenosis. The patient presented the symptoms the next day of the cas procedure, were a precise stent was implanted and an angioguard was used as a filter, and after the radiation therapy. No diagnostic images were order for the neurological symptoms and no medical treatment was indicated. The patient was refer to physical therapy for follow up because the recovery was partial with residuals, but the patient refused referring that did not needed the therapy any more. Nhiss before anf after the procedure was 1. Addendum ((B)(6) 2012): additional information was received that following post-dilation aspiration thrombectomy was performed. Subsequent angiography demonstrated 'no flow/slow flow' predominant consistent with 'a full basket. One day later, the patient experienced amaurosis fugax. 5 days later , the patient was reporting right sided weakness, right upper extremity numbness and was seeing black spots. The physician also noted that the patient had a min-stroke during the previous procedure. He also had decreased balance. During the procedure, there the target lesion was 25mm in length in a 5.3mm vessel diameter. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion which was pre-dilated with a 4.0x40mm coyote balloon catheter at 6 atm. Then a 10x40mm precise pro rx stent was successfully deployed at the target lesion. Post-dilation was performed with a 5x30mm sterling balloon catheter at 6 atm. The angioguard was retrieved and there was debris in the basket as previously described.

Manufacturer narrative:
As reported by the (B)(6) study registry, a patient experienced amaurosis fugax with left visual field loss one day post implantation of a precise stent and after undergoing radiation treatment. Five days later, the patient also reported right sided weakness, right upper extremity numbness and was seeing black spots. Medical history included prior throat cancer, myelodysplastic syndrome, hypertension, dyslipidemia, stroke and transient ischemic attacks. The target lesion was the ostium of the left internal carotid artery that presented mild ulcerated calcification, arch type ii and a 70-80% artery stenosis. The target lesion was 25mm in length in a 5.3mm vessel diameter. A 7mm medium support angioguard embolic protection device was successfully deployed past the lesion which was pre-dilated with a 4.0x40mm coyote balloon catheter at 6 atm. Then a 10x40mm precise pro rx stent was successfully deployed at the target lesion. Post-dilation was performed with a 5x30mm sterling balloon catheter at 6 atm. Additional information received indicated that during the index procedure, following post-dilation, aspiration thrombectomy was performed. Subsequent angiography demonstrated 'no flow/slow flow' predominant consistent with 'a full basket.' The angioguard was retrieved and debris in the basket was noted. After this, complete carotid and cerebral angiograms demonstrated widely patent stent with 0-10% residual narrowing, no evidence of dissection, and brisk normal timi iii flow in the distal vessel. The patient was discharged on the following day. Nih and rankin scores were both 2 at discharge. Nhiss before and after the procedure was 1. The next day, the patient had radiation treatment. After the treatment, the patient experienced amaurosis fugax with left visual field. No diagnostic images were order for the neurological symptoms and no medical treatment was indicated. The patient was referred to physical therapy for follow up because the recovery was partial with residuals, but the patient refused stating that did not need the therapy any more. Five days later, the patient was reporting right sided weakness, right upper extremity numbness and was seeing black spots. The physician also noted that the patient had a min-stroke during the previous procedure. He also had decreased balance. At the 30 day follow-up, nih stroke scale score was 0 and rankin was 1. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hypoperfusion, amaurosis fugax and tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2012-00624 and 1016427-2012-00152.

Manufacturer narrative:
After this, complete carotid and cerebral angiograms demonstrated widely patent stent with 0-10% residual narrowing, no evidence of dissection, and brisk normal timi iii flow in the distal vessel. Physical therapy was recommended at discharge regarding the symptoms. The patient was discharged on the following day. Nih and rankin scores were both 2 at discharge. At the 30 day follow-up, nih stroke scale score was 0 and rankin was 1. Concomitant medications: bivalrudin was given during the procedure. Pre and post-procedure medications included clopidogrel. Concomitant devices: angioguard rx catalog number 701814rmc, lot number 70712438, 5x30mm sterling catheter and 4.0x40mm coyote catheter. Hypoperfusion, amaurosis fugax and tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and are associated manufacturer report numbers 9616099-2012-00624 and 1016427-2012-00152.